Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that patient death. The target lesion was located in the mild to severely tortuous and non-calcified left anterior descending artery. A 20 x 4.00 promus premier drug-eluting stent was advanced and successfully deployed. However, the patient died due to stent thrombosis. No autopsy was performed.